Event description:
Patient enrolled into the (B) (4) trial. Minor ischemic stroke reported. After the spiderfx filter was retrieved, the patient developed weakness in the upper right arm with numbness. The patient had a persistent weak grip. Physical and occupational therapy was consulted. A CT scan performed and was negative, however, neurology saw the patient and diagnosed a left hemisphere stroke. Gradually improving, but not yet recovered. Please reference MDR 2183870-2010-00073 for the spiderfx used in this procedure.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.